Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ins had shifted, was very painful, and was sticking through the skin like it was going to come through. They reported that the ins was not coming through the skin but they thought it was going to because it kept getting closer to the surface. The patient was redirected to their hcp. No further device issue alleged / identified. No further patient symptoms or complications were reported.